Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 149.9 mmol/l. The repeated result was 139.2 mmol/l. The sample was repeated on another module and the result was 141 mmol/l. The repeated results were believed to be correct. The results were reported outside the laboratory. The sample was repeated because the initial result was questioned by the doctor.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. The field service representative found the mixing vessel, vacuum nozzle, and sipper nozzle were dirty. He cleaned the vacuum nozzle, mixing vessel, and sipper nozzle. He performed checks, calibration, and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.